Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient impact was not provided.

Event description:
It was reported that the male luer broke upon observation of the attached photo of the unexpected return. The customer stated that there is no event information available.

Manufacturer narrative:
Additional information added to: b5,d10. An unexpected return confirmed a male luer break. Visual inspection confirmed the male luer collar to be cracked and broken. Closer inspection of the break under a lab microscope observed no stress marks or tool marks. The set was visually inspected for cracks, misassemblies or damages to the components. Closer inspection under a lab microscope observed no stress marks at the break site of the male luer. No tool marks were observed. No further testing could be performed due to the broken male luer collar. Device history record for model me2017 could not be performed due to no lot number being provided by customer. The root cause was identified as related to design of the specific male luer component.

Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show a broken male luer. No further information is available.